Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient increased the stimulation from 3.0 to 4.0 and was not able to feel anything. The symptoms reported were urinary urgency, leaking, and increased frequency.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient experienced a sudden loss of therapy. Caller reported initially getting good symptom control after implant, but began having the urge to urinate every 15-20 minutes and only going in small amounts. Patient felt like they had a full sense in the bladder before needing to urinate. Patient says they currently have a bandage over the incision site. Therapy expectations of a 50% reduction in symptoms was reviewed. It was also reviewed that it takes time for the body to respond to therapy and it was recommended to follow up with their hcp.